Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is slightly deformed. The optic edge is damaged/deformed. Received photo shows an iol in a lens case base. One haptic is broken/torn and is loose in the lens case base. We are unable to determine the root cause for the reported complaint "during loading, iol haptic was cutted". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon professional reported that during an intraocular lens (iol) implant procedure, while loading the iol at the time of insertion, the surgeon noticed that the iol haptic was cut. There was no patient harm. The surgery was completed with a replacement of the iol on the same day. Additional information has been requested.